Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the setscrew was loose/detached.

Event description:
It was reported that during the implant, the physician was unable to get the setscrew to engage the connector pin. The setscrew appeared to be turned sideways in the grommet. The device was not used, and another device was successfully implanted. No patient complications have been reported as a result of this event.